Event description:
The pt felt a hot and warming sensation near the implantable neurostimulator (ins) and over the lead area; the pt felt a burning sensation over the ins. There was no known accident or incident related to the event. The ins was off. It was noted that the pt had the ins turned off since shortly after implant because it was placed in the wrong location; the pt never had therapeutic effect. The pt was in the hospital in a transitional care unit; the reason for the hospitalization was unk. A pain management physician recommended that the device be explanted, but the pt had been too ill to undergo an operation. The ins was interrogated and nothing seemed out of the ordinary; it was turned off but the voltage was set to 6.6 volts. The voltage was turned down to 0 volts. F/u with the pt's healthcare professional was recommended. Additional information has been requested, a f/u report will be sent if additional information becomes available.